Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's defibrillation energy output was found to be out of specification. The complainant indicated that there was no patient involvement in the reported failure.